Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 10ml ll bns, the device experienced foreign matter in the device cannula/ needle/ syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported: there was a plastic film on the plunger of the syringe that was in the pack. There is what looks like a plastic film on the plunger of the syringe that was in the pack. This one has had an incident report done.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-01. H6: investigation summary: four photos and one loose 10ml syringe (p/n 301029) was received. The sample was visually evaluated. A large piece of film like foreign matter was observed inside the fluid path on the stopper. The foreign matter was non-conforming per product specification. Fourier transform infrared spectroscopy (ftir) testing determined to most likely be dried silicone from the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the excessive silicone defect is associated with the assembly process. However, it is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the drying of the silicone as observed in the photos and sample. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0148663 is considered in compliance with our product specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd syringe 10ml ll bns, the device experienced foreign matter in the device cannula/ needle/ syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: it was reported: there was a plastic film on the plunger of the syringe that was in the pack. There is what looks like a plastic film.